Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a pantalar fusion using the expert hindfoot arthrodesis nail: following the insertion of the spiral blade in the calcaneum the connection screw was very difficult to detach from the spiral blade using the pin wrench. Surgeon was able to detach it, however in the process backed out the spiral blade slightly. The surgeon was not able to remove the connection screw from the cannulation in the inserter for spiral blade as it had jammed; this resulted in the surgeon needing to advance the spiral blade 5 mm to an appropriate position without coupling it with the connection screw (it was impossible to reconnect). The final position of the blade was not compromised; however it did take a considerable amount of time due to the instrument failure. The second issue during the hindfoot arthrodesis nail insertion related to targeted proximal locking in the tibia using the aiming arm and threaded alignment pin. Both the dynamic locking screw and the proximal static locking screws were inserted anterior to the nail (i.e. Not through the cannulation intended). The aiming arm was in the correct position, the threaded alignment pin and connection screws were all tight and in the correct positions. The nail used was the 10 mm, right, 180 mm long han. This complaint is on the spiral blade inserter. This is 3 of 4 reports for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The connection screw 357.340 was jammed in the cannulation of the inserter for the spiral blade 03.008.011 and cannot be removed. It is possible that the connecting screw could have been bent or damaged (threaded part) pre op or intra operatively causing jamming (possible remaining blood or body fluids). Instrument shows clearly visible signs of wear and excessive usage (manufactured march 2009). The manufacturing documents where reviewed and no discrepancies to the specifications. The second issue could not be investigated further as affected instruments and intra-op/post op x rays are needed to evaluate the issue. Unfortunately we were not able to obtain further details in this case. Inspection of the instruments is needed to rule out incorrect or broken instrument use.